Event description:
As reported, during a trans arterial chemoembolization (tace) the operator pressed the plug deployment button on a 5f exoseal vascular closure device (vcd) to the bottom and held it for 4 seconds. Finally, manual compression was applied. There were no reports of patient injury. The patient was admitted for the surgery, and a 5f femoral artery puncture was performed. The microcatheter was pushed to the target artery supplying blood to the hepatic artery tumor, and drug-carrying microspheres were injected for embolization to achieve chemoembolization. At the end of the treatment, the catheter was withdrawn, and the 5f unknown short sheath was retained, with the puncture point sealed using the 5f exoseal for hemostasis. The exoseal was pushed into the non-cordis short sheath at a 35-degree angle until the delivery rod marker band stopped pushing. The short sheath was retracted until the indicator guidewire cover and handle were completely fitted. As the short sheath and exoseal were retracted simultaneously, pulsatile blood flow was observed on the blood return indicator. The indicator window was monitored as the blood flow significantly reduced and eventually stopped, changing from black and white to black and black. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Bleeding was noted instantly after plug deployment/device removal, and there was pulsatile bleeding of the puncture site immediately upon removal of the exoseal vcd and sheath. The plug was deployed to the proper location. The plug was not found partially deployed or partially out of the shaft. Fingertip compression was not maintained on the skin during removal of the device. No anticoagulants, antiplatelets, or thrombolytics were used, and there was no multiple stick attempts made before access was achieved. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during a trans arterial chemoembolization (tace) the operator pressed the plug deployment button on a 5f exoseal vascular closure device (vcd) to the bottom and held it for 4 seconds but bleeding was noted instantly after plug deployment/device removal, and there was pulsatile bleeding of the puncture site immediately upon removal of the exoseal vcd and sheath even though the plug was deployed to the proper location. There were no reports of patient injury. The patient was admitted for the surgery, and a 5f femoral artery puncture was performed. The microcatheter was pushed to the target artery supplying blood to the hepatic artery tumor, and drug-carrying microspheres were injected for embolization to achieve chemoembolization. At the end of the treatment, the catheter was withdrawn, and the 5f unknown short sheath was retained, with the puncture point sealed using the 5f exoseal for hemostasis. The exoseal was pushed into the non-cordis short sheath at a 35-degree angle until the delivery rod marker band stopped pushing. The short sheath was retracted until the indicator guidewire cover and handle were completely fitted. As the short sheath and exoseal were retracted simultaneously, pulsatile blood flow was observed on the blood return indicator. The indicator window was monitored as the blood flow significantly reduced and eventually stopped, changing from black and white to black and black. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No anticoagulants, antiplatelets, or thrombolytics were used, and there was no multiple stick attempts made before access was achieved. One non-sterile vascular closure device 5f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis catheter sheath introducer (csi). The deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received in the white/black/red position, and the cowling guard was found locked. A kinked/bent condition was noted on the delivery shaft located approximately 5.3 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameters were measured and compared against the ppe. The measurements were taken near the damage found. The results were within specification. The reported event by the customer as ¿plug ¿ inability to achieve hemostasis¿ could not be confirmed since, due to the nature of the complaint, the event reported could not be properly evaluated. A kinked/bent condition was noted on the delivery shaft. Dimensional analysis was performed to verify the correct outer and inner diameters of the component, and the results were found within specification. The exoseal instructions for use (IFU) provide information in which users are instructed that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis as was done in this case. Procedural, patient-related, and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.